Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned an empty vial.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 2.1 mmol/l and 7.3 mmol/l. Readings occurred with two different drums of test strips. Customer is not sure which drum was used to obtain each result.